Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all keys on the keyboard were working. A field service engineer (fse) reseated the keyboard as a precaution to avoid further issue. The system functioned as intended after the field service engineer examined the device. Additionally, the fse had a charge nurse check, and she confirmed all keyboard keys were good.

Event description:
It was reported by the customer that a bd pyxis¿ medflex keyboard had failed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.